Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patients lead was protruding through the skin and as such surgical intervention was undertaken on (B)(6) 2025, wherein the lead was cut and explanted.